Event description:
Routine complaint investigation when consumer reportedly received a high reading (265 mg/dl) on consumer's medisense 2 glucose meter when compared to a valid laboratory result of 25 mg/dl. There was no report of death or serious injury. When these values are plotted on a clarke error grid, the results fall into the "e" zone which has been determined to be clinically significant.